Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, distal fibers breakage, loose light guide connector, prong, cover glass and adaptor were found to be reportable during inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that degradation and stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had some dents near the tip of the scope. The issue occurred during inspection for use. There were no reports of patient involvement.